Event description:
It was reported that the patient experienced the spinal cord stimulator implantable pulse generator (ipg) becoming warm when charging and the need to charge more frequently. The patient subsequently underwent an ipg replacement procedure for newer technology and was doing well postoperatively. The ipg will not be returned as it was retained by the customer.

Manufacturer narrative:
Correction to blocks a6, b1, b3, h6. Additional information provided in block d4.

Event description:
T was reported that the spinal cord stimulation (scs) patient experienced the implantable pulse generator (ipg) becoming warm during charging, along with increased charging frequency and duration. The patient subsequently underwent a revision procedure wherein the ipg was removed and replaced for newer technology. No further information was reported post procedure. The ipg was not returned, as it was retained by the customer.